Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient with acute respiratory insufficiency, a 980 ventilator had a loss of ventilation as the device "didn't start the noninvasive mechanical ventilation (pressure support ventilation psv-mode) after having connected the ventilator to the patient.¿ it was reported that unspecified supplement treatment was require, although mechanical ventilation initiated and the patient did not require a transfer to another ventilator.